Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had been capped at an unknown time. When implanting a new device system, the lead was tested and it exhibited high thresholds, low impedance and no sensing. The lead was replaced. No patient complications have been reported as a result of this event.